Event description:
The customer reported v4 leads ECG keeps dropping out. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and confirmed the v4 failure. The filed service engineer replaced the main board and input connector assembly to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction. We are unable to conclusively determine the cause of the v4 failure.